Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-11-10. H6: investigation summary: customer reported separation just below the drip chamber, and returned the top half of the tubing set. The portion separated below the drip chamber was not returned, and complaint is verified. Analysis under the microscope revealed insufficient solvent on the pumping clip. Without the lower half of the separated tubing dimensional analysis cannot be done on the tubing. Customer also returned a second sample, this one had two separations: below the drip chamber - no drip chamber included - , and lower fitment of the pumping segment. The root cause for sample 1 and sample 2 pumping segment is insufficient solvent. The root cause for sample 2 drip chamber is not solvent, there is plenty there. The tubing is slightly bulged outward and this may be the root cause, excessive force on tubing, but it cannot be verified. The root cause for this separation is uncertain. A device history record review for model 2420-0007, lot number 20083472 was performed. The search showed that a total of (B)(4) in 1 lot number was built on 31aug2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that the gem v/nv 20d 1cv 2ss dehp free experienced component separation and leakage. The following information was provided by the initial reporter: material #: 2420-0007, batch/ lot #: unknown. I was contacted by the surgical rn (10/31 @ 2200) that the alaris pump tubing at the blue clamp - just fell apart. She was priming the tubing and the clamp fell apart and the IV fluid came rushing out onto the floor. She was able to manually apply pressure to stop the leak above the site of the clamp. She had not introduced it into the pump. She had also not bumped it. It was a free flowing fluid of tpn being primed by gravity.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the gem v/nv 20d 1cv 2ss dehp free experienced component separation and leakage. The following information was provided by the initial reporter: material #: 2420-0007, batch/ lot #: unknown. I was contacted by the surgical rn (10/31 @ 2200) that the alaris pump tubing at the blue clamp - just fell apart. She was priming the tubing and the clamp fell apart and the IV fluid came rushing out onto the floor. She was able to manually apply pressure to stop the leak above the site of the clamp. She had not introduced it into the pump. She had also not bumped it. It was a free flowing fluid of tpn being primed by gravity.